Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor attempted to pair with the ilet but pairing failed, as indicated by an alert history showing a failed pairing event and the device screen showing a sensor pairing state; the user was advised to replace the sensor and planned to do so. Symptoms included no reported adverse health effects and the user feeling fine. Outcomes included no medical intervention or hospitalization. Investigation included a review of the ilet device display and alert history and provision of user guidance for sensor replacement and re-pairing. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet, consistent with a sensor communication or pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a sensor pairing failure likely attributable to device-to-device communication error.